Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. D4: lot number unknown / not provided. G4: additional PMA/510(k) number unknown / not provided. Zimvie received the reported device for evaluation. Visual evaluation was performed, an unknown zimmer fractured ball abutment was attached to the implant. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown zimmer ball abutment is not available. Zimvie quality management system has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the screw was not torqued to specification. Therefore, based on the available information, a device malfunction did occur. The abutment was fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
It was reported that the ball abutment at tooth site #6 was damaged.